Event description:
It was reported that it was hard passing the forceps cleaning brush through the channel of the duodenovideoscope, and there is probably a blockage. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information was supplied by the customer. The intended procedure performed was unknown. No other devices were involved. The procedure was completed with the same device without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field: b5, h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of having a hard time passing equipment through the channel due to possible blockage was not confirmed. Based on the results of the investigation, it was presumed that friction occurred when inserting/withdrawing the endo therapy accessories. However, the root cause could not be identified. The following is included in the instructions for use (IFU): "operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the instrument channel and forceps elevator insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." Olympus will continue to monitor field performance for this device.